Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that in reaming patient's acetabulum, the end of the reamer handle broke off in the hudson adaptor. A second handle was readily available with no surgical delay.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the cause is unknown. Supplier investigation: the complaint sample was received at integer for evaluation and the reported event was confirmed. The power adaptor had fractured into two (2) pieces. There was severe material deformation observed on what remained of the power adaptor and on the piece that was broken off the straight reamer handle (srh). There were several dimples on the broken off power adaptor. These dimples may indicate the srh was incorrectly hooked up to the power tool (not provided by integer) or was hooked up to an incorrect power tool (not provided by integer), however that is unknown. Other observations: there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 14.2 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. In conclusion, the reported event is confirmed and is attributed to wear. No further investigation is required.

Event description:
Primary procedure, right hip. It was reported that in reaming patient's acetabulum, the end of the reamer handle broke off in the hudson adaptor. A second handle was readily available with no surgical delay.